Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that severely stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery.

Manufacturer narrative:
E1: initial reporter facilty name: (B)(6). Device evaluated by MFR: promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal to mid stent region were lifted and misaligned. The undamaged stent outer diameter towards its distal end was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube noted multiple kinks along the length of the hypotube. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that severely stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery.

Manufacturer narrative:
Initial reporter facility name: (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.